Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post-implant this right ventricular (rv) lead exhibited increased pacing threshold and impedance measurements. An echocardiogram was performed which indicated perforation. A revision procedure was performed at which time the perforation was resolved and lead repositioned. No additional adverse patient effects were reported. This lead remains in service.